Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 3005334138-2019-00477, 2182269-2019-00139, 3005334138-2019-00478. During a pulmonary vein isolation procedure, a pericardial effusion occurred on the left side. While ablating the right pulmonary veins, the patient became hypotensive and an effusion was confirmed via fluoroscopy and echocardiogram. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.